Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Unit powered on with an unexpected open book image. Pump was cut open to perform a visual inspection and found moisture damage on pcba1 and force sensor. Test p-cap unable to lock in place properly due to retainer ring damage. The following damages were also noted: partially broken retainer, missing o-ring (reservoir tube), scratched case, pillowing keypad overlay, cracked case (battery tube), and cracked case in summary, open book image confirmed due to moisture damage. Customer concern for cosmetic damage at backside of pump confirmed per visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a crack on the pump. The customer reported no adverse event. The event involved product(s) mmt-1812. Troubleshooting was performed and damaged back of the pump. No harm requiring medical intervention was reported. Product return was requested for mmt-1812. The customer will discontinue using the device, and the product will be returned for mmt-1812.